Event description:
During an afib ablation, the catheter got stuck in the right ventricular apex while advancing to the coronary sinus causing some tricuspid regurgitation. A sheath had to be inserted to remove the catheter.